Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Information anticipated, but unavailable at this time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the jaws of the device not open and the device had to be cut out? If yes, how much tissue was resected (specify in cm)? On which firing did the event occur? You stated that it could not be reversed. Are you referring to the knife? What color cartridge was being used? Was the device fired over an existing staple line or clip? Was buttressing material used? If yes, what product? Was there any unusual sounds? If yes, when? Were there any opening issues with previous firings?

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with one ecr60w cartridge loaded in the device. The cartridge reload was received fully fired and in good visual condition. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. Event could not be confirmed as the device closed and opened without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a right hemi hepatectomy procedure, the device fired, stapled and cut but stuck. It could not be reversed. Had to cut with scissors either side and suture. Unknown how case was completed. There were no adverse consequences for the patient.